Event description:
It was reported that during a da vinci surgical procedure, the customer noted that the fenestrated bipolar forceps instrument was cracked at the gold piece at the distal end of the instrument. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The initial MDR submitted on (B)(4) 2014 for this complaint had an incorrect date of event.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported complaint. Failure analysis investigation was unable to replicate the issue. The instrument did not have any damage at the yaw pulley. 48 - an additional observation not reported by the site was the pitch up cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. No other damage found the customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.